Event description:
Responded to ventilator alarm. Found circuit full of h2o. Removed pt from ventilator, began ambu assist. Another ventilator was brought in. Pt's o2 sat dropped to 70%. Nurse ambued pt and o2 sat increased to 93%. Investigation revealed leak in transfer chamber membrane. Transfer chamber returned to MFR.